Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. The lead was capped and replaced in a procedure on 24 jan 2023. Post-procedure the patient was stable.